Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that catheter was too strong and the patient always has pain when removing it. No medical intervention was reported.

Event description:
It was reported that catheter was too strong and the patient always has pain when removing it. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to ¿viscometer failure or mechanical failure.¿ it was unknown whether the device had met specifications. The product used for the treatment, but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications and intended use: the product is an accessory intended to channel urine from the penis to extension tubing and urinary collection bags for adult males with urinary incontinence. Warnings reuse of a single use product may create potential risk to the use such as poor adhesion, leakage, and skin irritation. Precautions: do not use on irritated or compromised skin. Do not use if allergic reaction occurs. Ensure proper fit as instructed. If the sheath (catheter) size is incorrect or leakage occurs, skin damage may occur (e.g: irritation, broken skin, rash, or redness). This may decrease wear time. Follow directions to remove if experiencing swelling, numbness, discomfort, pain, discoloration, or abnormal appearance. Directions for use: 1. Open package at perforation. Remove sheath (catheter) from plastic insert, if present. 2. Place rolled end over the end of the penis, leaving a small space between the end of the penis and the cone of the sheath (catheter). If applying to an uncircumcised penis, allow foreskin to remain in its natural position. Take care not to pinch or retract the foreskin. 3. Slowly unroll onto the penis with as little wrinkling as possible until the product is fully extended. 4. Gently squeeze to properly seal adhesive to the skin. Do not attempt to reposition the product. If possible, avoid leaving a rolled collar around the base of the penis. Note: to connect this product to a drainage system, refer to the instructions for use packed with that product. To remove and dispose: disconnect from the drainage system. Gently roll the sheath (catheter) forward and off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the sheath (catheter) to help loosen the adhesive. Note: do not use on irritated or compromised skin. Do not use if allergic reaction occurs. If sheath has an insert, remove it. Not made with natural rubber latex."